Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter was returned for evaluation. A visual inspection was performed and the sample was bloody. Under 20x magnification a burst was noted to the outer catheter shaft. No evidence of rupture was noted to the device therefore, the investigation is confirmed for the identified catheter shaft rupture and inconclusive for the reported balloon rupture. A definitive root cause for the reported balloon rupture and catheter shaft rupture could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 06/2023),g3 h11: h6 (result and conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 20 atm. The procedure was completed using another device. There was no reported patient injury.